Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concerns with the device.

Event description:
Patient reported right-side exchange from textured to smooth due to concerns with the product. Later, healthcare professional reported capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Use error : unable to observe as the event of use error is not related to the device. Additional observations: observed opening on the anterior side assessed as surgical damage and delamination on the plug strap side assessed as adhesive failure. No further actions are required as the device was implanted.

Event description:
Patient reported right-side exchange from textured to smooth due to concerns with the product. Later, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted and replaced.